Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient was admitted to the hospital on (B)(6) 2014 following lab work which showed an elevated lactate dehydrogenase (ldh)level of 1081 u/l. The patient was started on IV heparin upon admission. Prior to admission, the patient had been started on aspirin (325 mg) and dipyridamole (75 mg three times a day) as an outpatient due to the up-trending ldh. On (B)(6) 2014, the patient was started on IV integrilin, but it was discontinued on (B)(6) 2014 due to persistent elevated ldh levels. The patient remained on IV heparin. On (B)(6) 2014, the patient¿s pump was exchanged. While the patient was in the or, she had coffee-ground colored urine. When the pump was explanted, the surgeon noted debris towards the inlet of the pump itself. The inflow conduit and outflow graft were reportedly not exchanged due to the noted substance being in the pump itself.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: patient had a clinic visit on (B)(6) and routine lab work showed ldh at 1081.

Manufacturer narrative:
Approximate age of device - 3 months. The pump was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Device evaluation: the report of thrombus was confirmed during the evaluation of the returned device. The pump was returned assembled with the driveline cut approximately 12¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the formation of these depositions could not conclusively be determined, these depositions would have contributed to the patient¿s reported elevated lactate dehydrogenase levels. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.